Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that damage was clearly visible. The device could not be inserted in positioning hole of the drill chuck due to the damaged shaft diameter and material deformation. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined as it was necessary to investigate the related chuck device that was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the bar on the chuck key device was damaged. It was further reported that the nurse was unable to fit the chuck key into the battery power line (bpl) chuck device and was therefore unable to release the chuck device. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.